Manufacturer narrative:
The lot complaint history was reviewed. This is the second complaint for the finish goods lot; however, the first for this issue. The device history record showed the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The sample could prime and tune successfully. The irrigation and aspiration pressure was within specification. No message code appeared on the screen. Fluid flowed from balanced salt solution to the drain bag without any interference. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Event description:
A surgeon reported an advisory code and irrigation failure occurred during a vitreo retinal procedure. The product was replaced with another one. The surgery was completed without patient harm. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).